Event description:
Info was received that reported a pt was hospitalized in 2009, due an incident of hyperglycemia. Per the reporter the pt had been experiencing high blood glucose prior to the hospitalization. Upon admit his blood glucose was 509 mg/dl. He was treated with insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow- up report detailing the results of the evaluation.